Event description:
Covidien single use kidney shaped balloon came apart/popped off inside of patient. 3 separate surgeries with similar malfunction on the following dates: (B)(6) 2024, (B)(6) 2025, and (B)(6) 2025. All inventory remaining with this lot number have been removed from circulation at this time. Probable cause may be defective items since all are same lot or potential user error with the product. Ref reports: mw5170902 and mw5170903.

Event description:
Add'l info received on 07/15/2025 for report mw5170904 to add exp date and a new lot number.

Event description:
Additional information received on 7/25/2025 for a report #mw5170904. In addition to the summary of compliant, ms. (B)(6) provided the following information. ¿patient was undergoing a laparoscopic total extraperitoneal inguinal hernia repair that required a dissecting balloon. The dissecting balloon was inserted and inflated. After 3-5 minutes, the balloon was deflated and removal was attempted. Minimal force was utilized to remove the balloon. However, the balloon detached from the hub at the trocar and part was retained in the patient initially. The working trocar was inserted and the dissecting balloon was noted to still be in the surgical space. Therefore, another trocar was placed in the midline to facilitate camera placement and removal of the dissecting balloon in its entirety. The dissecting balloon was inspected after removal and was found to be intact. An additional working trocar had to be opened as the original one could not be used again.¿ the incident occurred in the main operating room. The patient did not suffer any harm from the incident. The incident was reported to the local chain of command. Two (2) formal patient safety reports (psr) were submitted for this item: psr (B)(4). The psrs were provided by ms. (B)(6). (B)(6) verified that the incident occurred in the operating room. He stated that there were no pictures of the defective item available. He provided a picture of the packaging. Patient code: 4582.